Event description:
It was reported that the e360 ventilator was leaking oxygen. Patient involvement information was not provided by the customer. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. To resolve the issue it was recommended that the poppet filter be replaced.